Manufacturer narrative:
Medwatch sent to FDA on 06/07/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis, dry skin, ulceration, and tissue breakdown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of necrosis, dry skin, ulceration, and tissue breakdown as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient developed "glabellar necrosis" after injection with an unspecified dermal filler. An unspecified amount of time after symptom onset, patient was treated with hyaluronidase, sildenafil, and clopidogrel. The next morning symptoms improved after the patient had slept with a single layer jelonet dressing which may have "helped the skin a little, it was certainly less dry." Patient was then injected with hyaluronidase and more was applied an hour later. The treating physician "applied heat before and after both injections" of hyaluronidase and "followed massage with a handheld massager over a cotton pad so as not to be in direct contact with the skin." It is noted the same process was followed after the hyaluronidase injection the evening before and that no direct skin massage has been performed. After the morning's injections "it looks worse again" however the physician believed it to be "the result of the injections etc." There are some "areas of ulceration that can be seen, the largest is currently over the bridge of the nose. The physician believes "the dark area that has appeared in the central-mid forehead" is bruising from the previous night's injections as the physician "intentionally injected across this area." The physician plans to review the patient the same evening as the day of report and to commence ciprofloxacin and continue with another dose of clopidogrel. The physician is curious as to whether there will be more "ulceration and tissue breakdown" and "how much scarring" the patient will have. Symptoms are ongoing.